Event description:
It was reported that an asymptomatic patient presented in-clinic with their leadless pacemaker system exhibited a reset due to software update. No intervention was reported. Patient was stable before, during, and after the event.

Manufacturer narrative:
Correction: h10 - should be blank due to no related devices in the event.

Event description:
New information received noted only the right ventricular device went into reset.